Manufacturer narrative:
The reported unit was not returned for an evaluation. Should the product be returned, a follow up report will be provided. Ventilators should be overhualed every 2 years and sechrist records show that the last overhaul on this ventilator was in 2014. A DHR (device history review) was performed. 3000 - hbo vent, serial number (B)(4), was manufactured on 09/15/2008. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue.

Event description:
It was reported that during regularly scheduled testing of the hyperbaric ventilator bio med observed inconsistent tidal volumes.